Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: visual, dimensional and functional analysis was performed on the returned device. The reported deflation issue was unable to be confirmed due to the separation. The separation and difficulty removing from the introducer sheath was confirmed. It should be noted that the instruction for use states: carefully inspect the catheter prior to use to verify that it has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified proximal superficial femoral artery. During the first attempt to inflate and deflate a 6.0 x 250 mm armada 35 balloon catheter the balloon inflated and deflated holding negative 3-5 seconds; however, the balloon would not fully deflate. The balloon catheter was removed partially deflated. The same balloon catheter was used to treat a different lesion, was inserted, not inflated and then removed still partially deflated. During removal, the balloon separated from the introducer sheath with a piece of the balloon stuck inside the sheath. The device was removed as a single unit with a balloon portion still inside the sheath. Another balloon and sheath were used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.